Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was experiencing constant numbness, tingling and aching. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure.